Manufacturer narrative:
The customer¿s device was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they had an issue with the display for the accu-chek inform ii meter, which could affect the interpretation of the customer¿s results. The device's display has black streaks/lines across the screen. No actual misinterpretation of a result occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.